Event description:
After resident's bath, continued to put ted socks on resident while sitting in tub chair. Chair was locked and not all the way up. While had back turned to get another sock, resident tipped and fell with the tub chair. Resident was belted in.